Event description:
The reporter stated that the surgeon was loading or advancing a competitor's lens in a sfc-25 fp cartridge, prior to insertion and the surgeon noticed the lens was getting damaged. The reporter stated that the cause of the lens tear was due to the sfc-25 fp. No patient contact or injury. This one of two incidents for the same patient. See manufacturer report number 2023826-2006-00378. For the second incident.